Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown g2 : foreign country : japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly would not insert after several attempts. Upon checking the surface, the surgeon found that it had become deformed so a new implant was used instead. The surgical technique used was mis, which provided a very limited view of the surgical field. There was a 10 minute surgical delay. Attempts have been made and all available information has been provided.